Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device does not pass testing, the energy delivered is not correct. There was no report of patient involvement.

Manufacturer narrative:
The therapy pca was received for failure analysis. It was evaluated and no fault was found with the therapy pca. Philips cannot rule out a malfunction of the therapy pca at the time of the reported event. The cause was not determined.